Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 1 during the load process. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer bolused several times and received multiple cartridge alarms (cartridge alarm 1) with one cartridge. It was reported that the cartridge was cracked. The customer was able to load a new cartridge successfully.